Manufacturer narrative:
The customer reported that a discordant falsely depressed vancomycin (vanc) result was obtained on a dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the event. A siemens customer service engineer (cse) was dispatched to the site and serviced the sample arm mixer and aligned all flex server 1 probes. Hsc cannot definitively determine the cause of the event as two separate hardware mitigations were performed. Following cse service, the system was meeting specification. Quality control (qc) recovered within range following all actions. Repeat of the same sample yielded expected results. The system is operational. No further vanc discordant results have been reported by the customer. A potential product issue has not been identified. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely depressed vancomycin (vanc) result was obtained on a patient sample on the dimension vista 500 system. The discordant result was reported to the physician(s) who questioned the result. The same sample was reprocessed on an alternate dimension vista instrument and a higher result was obtained, considered correct, and reported. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vanc result.